Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging the pump feels like it is pulsating there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/29/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The vibratory alert was functioning per specification. No inappropriate vibratory alerts were received during investigation.